Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged type of damage: broken pieces on reservoir. Insulin pump received with multiple cracks and broken on the case. Insulin pump passed the displacement test and the test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o ring, broken belt clip slot and cracked battery tube threads.

Event description:
Information received by medtronic stated that the threads of reservoir compartment was broken. No harm was required during medical intervention. The insulin pump was returned for analysis.